Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: during the removal of the v-loc suture and needle, the needle became imbedded in the patient's abdominal wall, only to have a small portion of the suture still in the grasper jaws. We used x-ray to retrieve the needle. After retrieval we examined the needle to find about 2cm of the suture was still intact on the needle. The suture was determined to have broken near the grasper jaw upon removal. Other products used with device: da vinci robot. Was the device used in patient, yes. Was there patient involvement, yes. Was there patient injury/hazard, yes, describe injury/treatment, unable to determine. Patient was under anesthesia for a prolonged amount of time, exposed to radiation from fluoroscopy, and additional procedure for retrieval was needed. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Was there user involvement, yes. Was there user injury/hazard, no.